Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump depleted faster than expected. In addition, it was reported that the pump time reset. There was no reported impact to customer's blood glucose level. Tandem technical support requested pump data be uploaded for review. Multiple attempts were made to follow up with the customer. No response from the customer was received.